Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during priming process. The customer's blood glucose was unknown at the time of incident. The insulin pump also had random no delivery alerts and scratches on the insulin pump. The clock of the insulin pump had lost time and the motor was making noises while changing the set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with scratched lcd window and scratched case. Device passed the self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, device received with loud motor noise during rewind due to faulty motor. Device primed properly. No excessive no delivery alarm noted during the testing. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. .